Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the peg from the cut block broke off from the block. There was no consequences or impact to the patient.

Manufacturer narrative:
Visual examination of the provided pictures identified a cut guide with a fractured off peg. Scratches/wear is noted from use. Item/lot etch is not visible. No further conclusions could be made using the provided photo. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint can be confirmed due to the picture provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.